Manufacturer narrative:
Additional information h6 additional information h11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused. This occurred during patient infusion with bumetanide in the cardiac intensive care unit (cicu). The expected infusion time was 25 hours with a rate of 4ml/hr with volume to be infused (vtbi) of 100ml. However, the device was almost empty over 10 hours with only 32ml left. There was no report of patient injury or medical intervention associated with this event. No additional information is available.